Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. The out of range measurements resulted in a lead safety switch (lss) which changes the configuration from bipolar to unipolar. A boston scientific technical services consultant discussed the issues and programming options with the caller. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the evaluation conclusion code. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.